Manufacturer narrative:
Follow-up #1: date of submission 08/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/05/2016 with the following findings: during investigation, the cartridge compartment was damaged along the top of the compartment. The cartridge cap was able to be secured. Unrelated to the original complaint, a battery compartment crack was observed below the grip pad. A crack in the cover was observed between the corner of the display lens and the case seal. The pump powered on with the returned battery cap to a dim discolored display. Additionally, the audio bolus button cover was torn but responsive.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; cartridge compartment. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.